Manufacturer narrative:
Olympus obtained additional information of cleaning, disinfection and sterilization of the subject device from the user facility. The user facility reported that the air/water channel and the suction channel of the device were not flushed with alcohol after reprocessing, and the device was rolled up with dimpled mat and stored in a sterile container, and was not stored in the storage cabinet. The device has not been returned to olympus medical systems corp. (Omsc) but was sent to a third party laboratory for additional microbiological testing. Omsc was informed that as a result of the multiple testing after the device was reprocessed at the third party laboratory, following microbes were detected from the sample collected from the device. On (B)(6) 2018: the air/water nozzle of the device tested positive for enterococcus faecalis (46cfu/plate). The auxiliary water channel of the device tested positive for unspecified microbes (2cfu/plate). On (B)(6) 2018: the instrument channel of the device tested positive for corynebacterium mucifaciens (50cfu/ml). The air/water nozzle of the device tested positive for bacillus simplex (50cfu/ml). The auxiliary water channel of the device tested positive for enterococcus avium (100cfu/ml) and enterococcus faecalis (150cfu/ml). On (B)(6) 2018: the distal end of the device tested positive for unspecified microbes (8cfu). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for klebsiella pneumoniae (>5cfu/ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, bht e5 cms-dl, using peracetic acid. There was no report of infection associated with this report.